Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2018-12304. It was reported the patient's scs system was not providing adequate pain relief for the patient. Reportedly, the patient's scs system has been reprogrammed on multiple occasions, but the issue persists. During the last reprogramming session the company representative observed multiple lead contacts with high impedance. Subsequently, surgical intervention was taken and one of the patient's scs leads was replaced with a new one. Effective stimulation was reportedly restored postoperatively.